Event description:
It was reported that the catheter tip broke. A 135/20 renegade hi-flo kit was selected for use. During unpacking, the physician flushed the catheter and tried to take the device out of the protector. It was hard to remove the tip from the package. It was noted that the tip of the catheter broke during the removal process. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the catheter tip broke. A 135/20 renegade hi-flo kit was selected for use. During unpacking, the physician flushed the catheter and tried to take the device out of the protector. It was hard to remove the tip from the package. It was noted that the tip of the catheter broke during the removal process. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device was fractured in 4 locations. The 1st location was at the hub. The 2nd location was 1.5cm from the hub. The 3rd 4.5cm from the hub and the 4th 7.5cm from the hub. The shaft was not completely separated the inner liner was still connected. The stretching and the fractures that were noticed on the device are consistent with the device being removed from the shipping tube without being completely hydrated with saline. The shaft showed 2 kinks located 33.5cm from the tip and 93.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.